Event description:
The customer reported to olympus, the bronchofiberscope had multiple black dots found in the image. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material on the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a detached adhesive on the bending section cover, significant breakages on the light guide bundle, physical stress, a corroded light guide cover and forceps channel port, a dented bending tube, and a scratched eye piece, angulation lever, and universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: q1:to further investigate the case, let us know if the device was reporcessed properly at client side before sending back. Ans: no, device was not adequately reprocessed as the possibility of delay in initiation of cds (cleaning, disinfection and sterilization) and missing out on detergent cleaning cannot be denied. And the same is intermittently followed in routine at this customer end. Q2:has this device been used to a patient with foreign material attached to the device? Ans: the possibility cannot be denied. Q3: did the user inspect the device to detect any malfunction before using it? Ans: general inspection is done before use. And no malfunction was found. Q4:was the device appropriately precleaned without any delay after the procedure? Ans: the delay is possible. Q5:were all the reprocessing accessories without an abnormality? Ans: no abnormality. Q6: was the manual cleaning performed within an hour after the procedure? If no, was the pre soaking done? Ans: no pre soaking practice was done. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign materials remained in the device because device handling (reprocessing) was deviated from instructions for use. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: bf-pe2 instructions chapter 3 preparation and inspection. Prevention measures are written in IFU: bf-pe2 instructions chapter 7 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.